Event description:
Patient revised to address loose cup. Doi: (B)(6) 2008; dor: (B)(6) 2009 (left hip).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The report states: patient revised to address loose cup. Doi (B)(6) 2008 dor (B)(6) 2009 (left hip). Update: (B)(6) 2012, litigation papers state: the patient could not have known that he/she was injured by excessive levels of chromium and cobalt until after the date he/she had her blood drawn and he/she was advised of the results of said blood work. Also, chronic pain, suffering inability to walk without a cane or walker. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update rec'd (B)(6) 2013 - ppd and medical records received. After review of the medical records the revision operative note confirmed a loose cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.